Manufacturer narrative:
A specific root cause could not be identified. As calibration and qc were acceptable before and after the event, a reagent issue could be excluded. Based on the field service representative findings, a hardware issue was not likely. Most likely the issue was due to a preanalytic handling issue. As the sample was lithium heparin plasma, it cannot be excluded that a micro clot and/or fibrin strand might have been present which obstructed the sample probe causing the low pipetting.

Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable etoh2 ethanol gen.2 result for one patient sample. The initial result from an aliquot was 28 mg/dl and was auto-verified by the lis. The repeat result on the aliquot was 359 mg/dl. The repeat result on the primary sample tube was 364 mg/dl. The repeat result was believed to be correct. The patient was not adversely affected and was discharged. The reagent lot number and expiration date were requested, but were not provided. The customer stated the samples run before and after this one were acceptable. The field service representative performed instrument checks which showed no obvious sample measurement issue and passed within specification. Preventive maintenance was performed as it was due.